Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the nbp reading will not consistently. The device was in clinical use at time of event, no patient or user harm reported.

Manufacturer narrative:
A remote clinical service engineer worked with the customer to do some troubleshooting. The customer stated that the nbp has liquid stuck in the cuff and will pump consistently. After receiving assistance from clinical, the customer has requested a bench repair. Philips sent an email for customer to return device to bench for further evaluation and repair. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The customer never returned the device for further evaluation.